Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, 90% stenosed, de novo lesion in the proximal left circumflex (plcx ) artery. During the procedure, a 3x12mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion with resistance met and inflated one time to 15 atmospheres (atm) for 15 seconds, when the balloon ruptured. The bdc was simply removed and a non-abbott 3mm bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.